Event description:
It was reported that multiple intermittent occlusion alarms occurred. This caused the customer's blood glucose level to reach between 300 and 560 mg/dl, requiring a correction injection via a manual method, though no assistance from a third party was necessary beyond typical support. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery.